Event description:
The patient reported that they increased the day prior to the report, but it was not working. It was indicated that the device was working up until a couple of weeks prior to the report. The patient was feeling stimulation during the call. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.